Event description:
During the atrial fibrillation procedure, air leaked from the sheath. When the sheath was inserted, air was noted when flushing was attempted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.